Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn ec slm npvc-383062-catheter defective/damaged. On (B)(6) 2025, the nurse inserted an intravenous catheter in accordance with standard procedures. The catheter was successfully flushed with saline solution. Prior to the examination, a 3.5 ml/s saline solution test push was performed with no issues. However, during the examination, bleeding occurred at the isolation rubber stopper when administering a 3.5 ml/s push of ioxagol solution. Pressure was immediately applied to stop the bleeding. The catheter was removed and the patient was reassured.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. The product (sku 383062) has never been declared to be used for high-pressure injection, so the root cause of the leakage of the septum is related to the wrong use of the product.

Event description:
No additional information.